Manufacturer narrative:
Concomitant medical products: fr995-23 valve, implanted: (B)(6) 2005, 5076-45 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited pacing problem and loss of capture. The right atrial (ra) lead and right ventricular (rv) lead exhibited oversensing. The ipg was explanted and replaced. The right ventricular (rv) lead was capped and replaced. The right atrial (ra) lead remains in use no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported during a clinical data review that the rv lead exhibited a plausible fracture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead was possibly fractured.